Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level (39 mg/dl). Reportedly, the pump settings may need to be adjusted. Customer address low bg levels with glucagon. Recommendation was made to discuss diabetes management with customer's health care professional.